Manufacturer narrative:
Concomitant medical products: implantable pulse generator (ipg) system. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿complications with the micra tps pacemaker system: persistent complete heart block and late capture failure.¿ please cite this article as doi: 10.1111/pace.12998.

Event description:
A journal article was reviewed which contained information regarding this patient's transcatheter pacing system (tps). The article reported that during implantation the patient ¿developed a persistent complete heart block due to manipulation with the large bore delivery catheter.¿ a temporary pacemaker wire was immediately placed in the patient¿s groin. The procedure to implant the device was deemed complicated due to the high pacing thresholds in the normal location; after multiple positioning maneuvers, the device was implanted. Two weeks after implantation, the patient presented in cardiogenic shock from bradycardia/asystole. The patient had a transcutaneous pacemaker implanted. Interrogation of the tps found that the device had a ¿massive increase¿ of pacing thresholds and impedance noted. There was also no capture seen. Because of the ¿difficulties¿ placing the initial tps, the physician opted to implant an additional ¿conventional dual chamber pacemaker system.¿ the tps was left in the patient. The patient recovered well and was discharged several days later to a nursing home. Six weeks later interrogation of the tps showed a stable pacing threshold. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note the initial regulatory report for this complaint was timely submitted on 2017-04-07 under manufacturing report number 96 12164-2017-00419; however, further investigation found that the u.s FDA approval date was after the event date; therefore, this report is being redacted, as the device was not subject to reporting requirements. Consequently, a supplemental report redacting this report should be considered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with company representatives, who provided the serial numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.